Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to a faulty convertor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device did not turn on, makes a sound, flashes, the lock of video connector holder is loose, and battery consumption. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the power of the visera elite video system center turned on and off, a sound was made and the light was flashing. The issue occurred when preparing the device for use. There were no reports of patient harm.